Event description:
The site reported the following to a bayer r and I representative: a female pt expired after undergoing a CT scan of the chest for suspected pulmonary embolism. Following the contrast injection, the radiologist observed that there was no contrast on the final images. The staff determined that they attached the disposables incorrectly and instead the contrast had spilled onto the floor. The injector system was prepared once again and upon completion of the injection, the healthcare professional visualized air in the pt's right ventricle of the heart on the final CT images. Post procedure, the pt was taken to the intensive care where she died later that night.

Manufacturer narrative:
A bayer field service engineer performed a system service checkout of the stellant d injector system, serial number (B)(4) on (B)(6) 2014 and the unit was found to be operating to specification. The disposables from the alleged incident were discarded and not available for evaluation. Functional testing of the retained lot numbers provided by the site found the disposables performed to specification. The stellant d injector has been in use daily at the site since this occurrence without any additional reported issues. Additional applications training was desired by the customer and will be scheduled in the near future.